Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.

Event description:
It was reported that a cassette error was observed after testing. There was no patient involvement and harm. Additionally, the investigation identified a downstream occlusion sensor fault, an issue that could result in a hazardous situation, therefore making this investigation reportable.